Manufacturer narrative:
Details of complaint: the customer reported that the core unit (g9 monitor) was not displaying waveforms and temperature readings. This g9 was connected to a bedside monitor (bsm-1700). No patient harm or injury was reported. Investigation summary: as no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Good faith efforts have been sent to the customer to obtain additional information, but the attempts have not resulted in additional information. Possible causes may be related to user workflow, settings, or use error. There is no evidence to suggest that the cause of this issue is related to an nk device deficiency. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: a2 - a6 patient information b6 adverse event or product problem b7 adverse event or product problem d1 brand name d4 model name catalog name serial number unique identifier (UDI) number e1 email address g4 PMA/510(k) number h4 device manufacturer date attempt #1 07/16/2021 called customer via the provided telephone number for all items under the no information section. No reply was received. Attempt #2 07/23/2021 called customer via the provided telephone number for all items under the no information section. No reply was received. Attempt #3 07/30/2021 called customer via the provided telephone number for all items under the no information section. No reply was received. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the g9 monitor: bedside monitor: model #: bsm-1700 series, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the core unit (g9 monitor) was not displaying waveforms and temperature readings. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their core unit (g9) is not displaying waveforms and temperature readings. No harm or injury was reported. This g9 was connected to a bedside monitor (bsm-1700). Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device was used in conjunction with the g9 monitor: bedside monitor: model #: bsm-1700 series, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their their core unit (g9) is not displaying waveforms and temperature readings. No harm or injury was reported. This g9 was connected to a bedside monitor (bsm-1700).